Event description:
It was reported that a dissection occurred. The target lesion was located in the right coronary artery (rca). During deployment of a 3.50 x 38 mm synergy, a proximal edge dissection was noted. A 4.00 x 8 mm synergy was deployed to cover the dissection. The procedure was completed successfully.